Event description:
A charge nurse reported that during a cataract/vitrectomy procedure, bss (balanced salt solution) could not flow from the cassette to the drain bag, causing a blockage of the instrument. The case was able to be completed without harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).